Event description:
A customer facility reported that the fluid and drug ran back up into bag and pump chamber in one unit of blood/solution infusion set w/clearlink and hand pump. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Visual inspection was performed and not defects were noted. A delivery test was performed and the direction of solution flow when exercising the hand pump was correct. However, air in the chamber flowed back into the solution bag when the hand pump was exercised, therefore, the condition was confirmed. A functional leak test was also performed on the returned sample and found no defect. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined.